Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and topical skin adhesive was used. The patient returned on (B)(6) 2012 with blood tinged drainage from the incision. A wound vacuum was applied and antibiotics were prescribed. No additional information. Additional information has been requested

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.